Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was being performed on an 80% stenosed and moderately calcified lesion in the right coronary (rca) artery. The target lesion was successfully predilated. During the procedure it was noticed that there was resistance while advancing the 3.5 x 38mm synergy xd drug eluting stent through the 6fr guide catheter. The stent was damaged by the guide so it was removed from the patient. The procedure was successfully completed with another of the same device without further issue or patient injury.